Event description:
During index procedure, the patient had one endeavor sprint drug-eluting stent implanted in the lad. The patient also had one non-mdt stent implanted in the 2nd diagonal. Approximately 32 months post index procedure, the patient hospitalized due to a gi bleed (melena) which was treated with hemoclip. Dapt was withdrawn as treatment. Investigator indicated that the event was not related to the device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (haemorrhage). Evaluation conclusions: inherent risk of procedure ¿ (haemorrhage). (B)(4).